Event description:
It was reported that on (B)(6) 2025 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Two mitraclip xtw clips were deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2025, the patient presented with dizziness and shortness of breath. A transthoracic echocardiogram (tte) was performed. However, difficulty clearly visualizing the clip occurred. Imaging suggested that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported poor imaging was a result of procedural conditions (trans-thoracic echocardiography was very limited). The reported mitral regurgitation, dizziness, and dyspnea are cascading events of the incomplete coaptation. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.